Manufacturer narrative:
D9 - date returned to mfg: 10/28/2025. H3 and h6 codes - updated. The suspected device was returned for evaluation. The device was visually inspected and there are no errors related to the customer complaint. Review of the event history log (ehl) showed a cassette attach error occurred and noted multiple errors stating damaged cassette attached. During functional testing, the customer reported issue was not confirmed. The service history was reviewed, and it had previously sent in for cassette attach error. The software was updated and the unit reset to standard configuration. The device passed all functional testing after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed downstream occlusion. The caller had denied any tubing kinks or closed clamps, and applying fingertip pressure to the port site had not resolved the alarm. The patient had denied experiencing any pain, redness, or swelling at the port site. The tubing had been clamped and the cassette removed. After tapping the cassette on a hard surface and reattaching it, the pump alarmed again, indicating to remove and reattach the cassette. The cassette had been removed and reattached multiple times, but the alarm had persisted. The pump had been turned off, with the tubing remaining clamped. The caller had been instructed to contact the clinic immediately for further guidance. There was patient involvement, but no patient harm/adverse effect reported.